Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: cyst(s): unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "implant rupture was detected intraoperatively, 4 cm long linear defect on the back wall, breast asymmetry, visual deformation, uneven surface, going beyond the natural contours, abnormal position of the areolas and small cyst." The event of "small cyst" has been deemed not device related. Device has been explanted and replaced with non-abbvie device.